Event description:
It was reported when the device was used during a laparoscopic appendectomy procedure, it misfired. There was no further information. The case was completed without patient consequence.